Manufacturer narrative:
Insulin pump received with no button response at bolus, esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform self test and displacement test or verify backlight anomalies due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act, up and down. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case and missing end cap sticker. The test infusion set and reservoir does lock into place. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had backlight issues. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.